Manufacturer narrative:
Findings: pump received with minor scratched display window, broken reservoir tube lip and detached end cap. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. Customer stated that the end of the pump fell off and she can see wires. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.